Event description:
The customer reported that the drive support cap was sticking out. The caller mentioned that the insulin pump has cracks and scratches. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin was received with protruded and loose drive support disk. The device had cracked battery tube threads and scratched case near the battery compartment.